Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2013-96220.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that insulin from the reservoir leaked, and it affected the insulin pump delivered. The customer was experiencing high blood glucose of 283mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, and basal rates were correct. The customer did not feel comfortable and requested a replacement. No further information was provided.